Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 1 tube contained a large gel air bubble (large cavity in the gel) which remained after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo revealed the presence of an air bubble in the gel. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 1 tube contained a large gel air bubble(large cavity in the gel) which remained after centrifugation. There was no health impact or consequences reported.